Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was not communicating with external devices. Reportedly, the patient underwent a gall bladder surgery, and did not set the scs ipg into surgery/safe mode. A company representative met with the patient and attempted to connect, the message "cannot connect, system cannot be repaired" was displayed on the clinician programmer. Analysis of the device logs determined the patient's scs ipg was inoperable. Surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.